Event description:
It was reported that the patient passed away due to an unknown cause. However, it was reported by the patients family, that he experienced unspecified issues with the spinal cord stimulation (scs) system, with a burning sensation around the implant. There were no known actions carried out to resolve the reported issues prior to his passing. Additional information was received that the nurse stated that the patient passed away due to gastrointestinal (gi) bleeding, which is unrelated to the device.

Event description:
It was reported that the patient passed away due to an unknown cause. However, it was reported by the patients family, that he experienced unspecified issues with the spinal cord stimulation (scs) system, with a burning sensation around the implant. There were no known actions carried out to resolve the reported issues prior to his passing.